Event description:
During a thoracentesis procedure, a small portion of the catheter tip was left inside the pt when withdrawing catheter from body. Pt was taken back to radiology and the tip had to be removed by fluoroscopy.